Event description:
Pump was returned for evaluation. Sticky pins may not open or close fully when called. This could cause unintended delays or deliveries in drug infusions. Root cause investigation is still ongoing per internal CAPA.

Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
The following has been reported: customer reported: august 1, 2024 pump problem alarm cassette waiting for confirmation of no patient harm and that issue did not stop active infusion. Also waiting for biomed to send logs. Biomed confirmed no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.